Event description:
It was reported that vessel dissection occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending artery. Following pre-dilatation at 12 atmospheres with a 2.0x15 non-boston scientific (bsc) balloon catheter, a 38 x 2.50 promus premier drug-eluting stent was advanced and deployed into the lesion; however, a proximal edge flow limiting dissection was found. Another 32 x 2.75 promus premier stent was deployed and completed the procedure. No patient complications were reported and the patient status was stable.